Event description:
The pt had a bbl treatment with the sciton joule, appropriate setting and she had first and second degree burns to her chest and neck. A test spot was done. The recommendations in the manual were followed but were not clear about where to put the gel on the device. The device was then checked by the MFR's service staff and found to be okay and said use a large amount of gel on the sapphire tip and the snap on adapter. This differs from the manual recommendations and the container for the snap on adapter. FDA safety report ID# (B)(4).